Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via a review of controller log files. Log files show the reported controller fault alarm was due to a sys_vmot_fail resulting in a pump stop which may be related to an electrostatic discharge (esd) event. The most probable root cause of the reported "controller fault alarm" event may be attributed to esd causing data corruption in the pump motor controller and consequently resulted in the pump stop. Heartware has an open internal investigation to evaluate these type of issues. Additionally, fsca apr2013 was issued to alert clinicians of the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence and fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU, patient manual, and training material provide clear instructions to the user on proper usage and care of the controller and to avoid an electrostatic discharge malfunction. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united stated that the patient's controller registered a "controller fault, call". The patient performed a controller exchange and then went into the facility. The controller was removed from service and the patient was issued a replacement device ((B)(4)). The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.